Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 1 year and 2 months after the primary surgery, the surgeon removed all implants, performed a washout, and then re-implanted the patient with permanent hardware. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 december 2021: lot 2000570: (B)(4) items manufactured and released on 02-apr-2020. Expiration date: 2025-mar-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Additional device involved: batch reviews performed on 22 december 2021: gmk-sphere 02.12.0511fl tibial insert fixed sphere flex size 5/11 mm l (k140826) lot 189014: (B)(4) items manufactured and released on 20-feb-2019. Expiration date: 2024-feb-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event. Gmk-sphere 02.12.0005l femoral component sphere cemented size 5 l (k121416) lot 1909461: (B)(4) items manufactured and released on 26-feb-2020. Expiration date: 2025-feb-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event.